Event description:
The dermatome is not cutting when used on the pt. The user had to go to a second site but still did not function. The user confirmed using padgett blades and set at the widest setting. This device was used on a burn pt.